Event description:
It was reported by the customer that a pyxis medstation es system after the 1.8 update, experienced intermittent loss of settings in the label printers. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by configuration issue. A technical support specialist examined the station and reinstalled the print driver. Subsequently, the print spooler was restarted. The system functioned as intended after the technical support specialist troubleshooted the device.